Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low pacing lead impedance was observed when the device was connected to the lv lead. The device was not implanted, and another was implanted instead with higher pacing lead impedance measurements. The patient was stable throughout and after the procedure.